Event description:
It was reported that the external pulse generator's lower screen had vertical lines in its display. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display was out of specification, it was missing pixels. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) 2014(deyj1) this device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator's lower screen had vertical lines in its display. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.